Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) separated the following information was received by the initial reporter with the following verbatim: it was reported that used when securing the patient's peripheral route. The connection with the intravenous route is so loose that it is easily disconnected. Connect the peripheral venous indwelling needle and the retrieved product after priming with fresh food. Then, when trying to connect the external infusion set (probably terumo sureplug ad infusion set <model number: sa-ptt302mmz>) to the female side (mixed infusion part) of the collection, the luer of the infusion set was turned (clockwise) and tightened until the end (until it stopped turning), but the connection was not firmly 'sticking', it was easy to turn the lure to the left (without feeling it sticking) ('too loose and would come off immediately') and a 'firm' connection could not be made.

Manufacturer narrative:
Correction: changed annex a code to a1205. Investigation result: one mz5303 sample was received in opened packaging from lot 23079018 for investigation; some clear residual fluid was present and no connecting product was returned as part of the investigation. The customer reported that the maxzero could not be securely connected to the terumo sureplug ad infusion set and disconnected easily. A visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and male luers from bd stock remained secure; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when subjected to pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. A review of the production records for lot 23079018 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Event description:
No additional information.